Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and right heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. These surgical procedures are associated with numerous risks. Infection and right heart failure are known potential adverse event associated with the implantation of all vads as outlined in the instructions for use. Right heart failure is known potential adverse event associated with the implantation of all vads as outlined in the instructions for use (IFU). Although the etiology of the right heart failure and relationship to the device and procedure cannot be determined, it may be a progression of chronic heart disease, coronary artery disease or right ventricular infarction. The IFU addresses guidelines for optimal patient management. Driveline site infection a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addresses guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. With review of the available information there is no indication of any device malfunction or performance issues impacting the event. Although a definitive root cause cannot be determined, clinical, pharmacological, and patient factors including comorbidities are known possible contributors to the event. Right heart failure can be attributed to the progression of the patients disease process. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported from the clinical study site that the patient on (B)(6) 2015 continues to have wound culture that are positive for "psar." It was reported that the patient was admitted for right heart failure (rhf) on (B)(6) 2015. During admission, infectious disease (ID) started the patient on meropenem 500 mg intravenous (IV) every day (qd) for driveline infection and on (B)(6) 2015 started IV ceftazidime 1 gm IV qd for 2 weeks until (B)(6) 2015 at home since no oral antibiotic options. No additional information available.